Event description:
An optometrist reported a pt with keratitis in the right eye, at lasik postoperative visit. Pt was prescribed an antibiotic and requested to follow up after seven days. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).